Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no strip lot number and the product was not returned.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range = 2.5 - 3.5. On (B)(6) 2016, inratio inr = 4.1. On (B)(6) 2016, lab inr = 2.3. No reported adverse patient sequela.